Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets accuracy criteria. The product performed as expected. The customer's complaint was not replicated. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot met release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2 - 3. Testing dates not available. Inratio2 inr = 1.7; lab inr = 2.4, 2-3 hours between tests. Inratio2 inr = 1.8; lab inr = 2.0; inratio2 inr = 1.0. No lab comparison after 1.0 value received . One hour between tests. No reported adverse patient sequela.